Manufacturer narrative:
Concomitant medical products: 8637-40 neuro pump, implanted: (B)(6) 2013; 8784 catheter, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had "a lead go bad" and that the lead was removed. No patient complications have been reported as a result of this event.